Event description:
The following information was reported to bsc; "stroke ablating for atrial fibrillation in the left atrium. Concerned about the char on the catheter tip, was going to remove catheter from the heart and slide back through the sheath but was not able to. When able to get catheter out of the body, there was char form on the catheter tip and the patient had a stroke. Unknown of signs and symptoms if the issue came about during the case or after the case. Had a char and embolism went to the brain and the patient had a stroke. Noticed there was a char and potential for issue but unknown if case was finished. Left side of the patient is not able to move. The patent had a stroke 1 hour after procedure.

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. Blazer ii xp direction for use was reviewed. There are several places in the dfu which specify instructions in an effort to minimize the formation of char during ablation. The precautions section states: "unlike with conventional catheters, a sudden rise in system impedance is not an indication of coagulum formation. Therefore, to minimize coagulum, it is recommended that the catheter periodically be removed and the distal tip cleaned after each line of block." Additionally, use lower power first when first delivering rf energy, begin by using a low power setting. The result of the investigation suggests the use of incorrect techniques; and that charring could have been prevented if the direction for use instructions were better followed. Follow up from the ep sales rep, information revealed that the physician was not periodically cleaning the distal tip between each ablation. Similar complaint trend was reviewed for this product family, and no adverse trends were identified. Since the batch number is unknown, the manufacturing records of the last 3 batches shipped to the customer within 6 months prior to the event date were reviewed. There were no issues found related to the complaint event.